Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the device data returned for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned device data were evaluated. The evaluation revealed an unexpected behavior of the ICD battery, which lead to the clinical observation. Based on the data available for analysis, the root cause of the described observation could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage, which may compromise the ability of the device to deliver therapy. Therefore, in order to exclude any potential harm for the patient we would like to recommend to precautionary replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment.

Event description:
Device reported that it was temporarily eri on (B)(6) 2018. Data was sent in for analysis. Based on the data analysis, this is a reportable event.

Manufacturer narrative:
(B)(6) 2018 - this device was manufactured 24 august 2015.